Manufacturer narrative:
The reported event of randomly turning off could not be confirmed. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient¿s ipg was turning off automatically since beginning of 2019. Troubleshooting was unable to resolve the issue. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, issue was resolved.